Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did receive a da Vinci product to perform failure analysis. The Permanent Cautery Hook instrument was analyzed and found to have damage of the conductor wire¿s insulation at or near the yaw pulley. There was material missing and the conductor wires were exposed. The wire was torn but not fully broken. This may cause the instrument to not work. The instrument passed the electrical continuity and energy delivery tests. Components adjacent to the damaged wire insulation show damage. The instrument was found to have thermal damage on the monopolar yaw pulley at the cable routing. Material does not appear to have burnt off from the charring that occurred near the cable routing. The complaint was confirmed by failure analysis.The probable root cause of the damaged conductor wire insulation is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. The probable root cause of the thermal damage to the ceramic sleeve is primarily attributed to device design, as insufficient silicone potting on the ceramic sleeve allows a possible arc path during air firing. Clinical use of monopolar energy can result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.Blank MDR fields:The missing patient information in sections A and B was either unknown, unavailable, not provided, or not applicable.The Expiration Date for Section D4 is not applicable.Field D6 is blank because the product is not implantable.Information for the blank fields in Section E1 is not available.Field E4 is blank because it is unknown if the initial reporter submitted a report to the FDA.Fields G5 and G7 are not applicable.Field H10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, the Permanent Cautery Hook instrument did not work. No known impact or patient consequence was reported.ISI followed up with the initial reporter and obtained the following additional information: The customer stated that the arm/instrument was not used on a patient, and confirmed no material was missing or detached from any portion that would enter the patient¿s body and no cables were broken or damaged.